Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4) via e-mail alleging her unknown onetouch meter displayed an unknown error message. The complaint was classified based on the customer care advocate¿s (cca) limited documentation. Cca called the customer for further information however the patient is unwilling to talk to lfs. The patient advised that the alleged unknown error message resulted in her developing symptoms of diabetic ketoacidosis (dka) which resulted in her being hospitalized for 5 days. The patient alleged she received healthcare professional treatment however was unwilling to specify what the treatment was. Customer care advocate (cca) was unable to complete troubleshooting. Therefore, the product issue remained unresolved. The patient stated that she would not return the meter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began. Additionally, the patient received treatment from a healthcare professional for an acute complication of diabetic ketoacidosis.